Manufacturer narrative:
No investigation of the ventilator was formally requested. The healthcare facility conducted their own internal review and reported no anomalies. The event involving low oxygen concentration could not be reproduced. The ventilator passed all functional and safety tests and was cleared for continued clinical use. The provided ventilator logs were reviewed. According to the event log, ventilation began on the reported event date, 03/22/2025, at 9:43 pm in prvc (pressure regulated volume control) mode with a set oxygen concentration of 80%. At 10:11 pm, an alarm for low oxygen concentration was generated. The trend log indicates that this condition persisted for approximately three minutes. Then at 10:15 pm, the user set the ventilator to standby. These log entries are consistent with the timeline and description of the event provided by the user. The test log confirms that the ventilator passed pre-use check on the event date, prior to the start of ventilation. Additionally, the technical log contains no error codes indicating any malfunction at the time of the incident. No anomalies were identified in the logs that could account for the transient drop in oxygen concentration. The wall gas supply system appears to have been stable, as no gas supply pressure alarms were generated. Furthermore, the user reported no connection of auxiliary equipment that could have interfered with oxygen delivery. In conclusion, the root cause of the low oxygen concentration alarm could not be determined based on the available data.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured prior to the implementation of UDI in manufacturing.

Event description:
It was reported that the ventilator generated alarms for low o2 concentration. The patient desaturated. Final patient outcome was no harm. Manufacturer's ref #: (B)(4).